Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a low out of range shock impedance measurement and a high out of range right ventricular (rv) pace impedance measurement. The patient was undergoing an atrial fibrillation (af) ablation at the time the measurements were taken. It was determined the out of range measurements were caused by electromagnetic interference (emi). Subsequent measurements have been within range and stable. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.